Manufacturer narrative:
(B)(4).

Event description:
It was reported that "the blue venous extension line on the hub is leaking and pushes out air. They opened a new set to remove and use hub assembly and all worked well."

Manufacturer narrative:
(B)(4). As part of the investigation, an evaluation was conducted based on the customer-provided photograph, as no sample was returned for analysis. Visual review of the image showed the connector assembly and lidstock from a vectorflow retrograde hemodialysis kit, with the compression cap threaded onto the juncture hub and a small severed portion of the catheter body visible. No visual defects were identified, and the reported issue of leakage from the venous extension line could not be confirmed from the available evidence. Dimensional and functional testing could not be performed due to the absence of a returned sample. A review of the device history record did not identify any relevant manufacturing or quality-related findings associated with the reported lot. Based on the available information, the complaint could not be confirmed, and a definitive root cause could not be determined. There is no evidence to suggest a manufacturing-related issue. Teleflex will continue to monitor and trend for reports of this nature.

Event description:
It was reported that " the blue venous extention line on the hub is leaking and pushes out air. They opened a new set to remove and use hub assembly and all worked well. "